Event description:
It was reported that the implant failed to integrate and perforated the maxillary sinus and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use (what had the appearance of bone/blood residue around external/internal threads) but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure. Measurements were taken of the device and through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. No pre-existing conditions were noted on the product experience report (per). The reported device was place on tooth # 4 and was in place of 19 days. Complainant reported that the implant failed to integrate and perforated the maxillary sinus and was removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.